Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 461 mg/dl. Customer advised they are concerned because the no delivery alarm is not alerting. Troubleshooting for high blood glucose levels was performed. Customer has manual treated themselves via syringe with 2 units. Customer is experiencing pain in their neck and nausea. Customer saw a very small air bubble and was able to get rid of it while troubleshooting. Customer was able to perform and pass the high pressure test and self-test. Customer was advised to change out their set, reservoir and to treat their blood glucose levels per healthcare provider instructions. Customer advised the no delivery alarm came on the screen but they did not hear it and the device did not vibrate. Customer was advised to change the mode from beep to vibrate as customer cannot hear the beeps. Customer was advised to monitor the insulin pump and their blood glucose levels.